Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined that the cutter failed testing due to an incomplete cut. The cutter cannot be repaired and were returned to the account as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mesher was damaged. No harm or delay were reported. Cutter was noted during evaluation to fail the test cut. No other adverse events were reported along with the event.